Event description:
Clinical information crd_1003 - vantage, patient site ID: (B)(6). (B)(6) 2024, 23mm navitor valve was chosen for implant using a small flexnav delivery system. After pre-dilatation, the patient showed left bundle branch block (lbbb). The device was implanted with a final implant depth at the non-coronary cusp (ncc) of 6mm and at left coronary cusp (lcc) was 6.6mm. The post implant mean aortic valve gradient was 3mmhg and the stent diameter at annulus side was 20.9mm and at aortic side was 30.3mm. After the procedure, patient developed a complete heart block. On (B)(6) 2024, patient received a permanent pacemaker implantation. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a past medical history of this type of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 6mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that after pre-dilatation, the patient showed left bundle branch block (lbbb), and after the procedure, patient developed a complete heart block. Based on all available information, the reported heart block appears to be related to procedural conditions (pre-dilatation and implant depth). A cause for the reported device malposition could not be conclusively determined. It is possible that patient condition contributed to the selected implant depth. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.